Event description:
I had a chirurgy with lasik in my eyes, 8 years ago, and from 3 years my eyes are always dry, like something in my eyes, and there more sensible. I saw my chirurgian 2 times after these events, and I saw two other specialist of eyes, and I don't have problem in my eyes, but I know the sensation of dry or like something in my eyes is really present. What can I do now? Thank you to send me an answer.